Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they were hospitalized on (B)(6) 2015 with high blood glucose. The customer's blood glucose was 479 mg/dl at the time of hospitalization. The customer reported experiencing nausea and vomiting prior to the hospitalization. The cause of the hospitalization was from diabetic ketoacidosis. The customer stated they were wearing the insulin pump at the time hospitalization. Troubleshooting found the drive support cap appeared to be normal on the insulin pump. The insulin pump also passed a high pressure test during troubleshooting. The customer's current blood glucose was 98 mg/dl. Customer was advised to change out their entire infusion set, reservoir, and insulin. The insulin pump will not be returned for analysis.